Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes d.9: returned to manufacturer on: 25-feb-2026 h.3 device eval by manufacturer? Yes investigation summary: bd received 58 samples from lot 5276957 for investigation. Thirty of the customer samples were randomly selected and subjected to sleeve function testing. All the samples passed testing as there was no evidence of damage to the device or leakage during use. Additionally, these 30 samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects based on a review of the device history record (DHR) for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function for lot 52769757. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 4. It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set with pah, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 4: it was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set with pah, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary: bd received 58 samples from lot 5276957 for investigation. Thirty of the customer samples were randomly selected and subjected to sleeve function testing. All the samples passed testing as there was no evidence of damage to the device or leakage during use. Additionally, these 30 samples were subjected to retraction lockout testing. All samples passed testing as they were able to be activated properly with no evidence of defects based on a review of the device history record(DHR) for the incident lot, all product specifications and requirements for lot release were met. The DHR could not be completed on the unknown lot number. This complaint has not been confirmed for the indicated failure mode: sleeve function for lot 52769757. This complaint has not been confirmed for leakage or sleeve leakage for the unknown lot number. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 4. It was reported while using one (1) bd vacutainer® ultratouch¿ push button blood collection set with pah, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.